Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred post a clinical study (study ID: (B)(6)) spinal fusion procedure in a patient (patient ID: (B)(6)). Patient history: primary diagnostic indication: instability (up to and including grade 2 spondylolisthesis, retrolisthesis or lateral listhesis) from l2 ¿ s1 at 3 levels. Substance use: alcohol and tobacco. It was reported that nuc 3 phase limited bone scan was performed on (B)(6) 2025, spect-CT showed increased uptake along the right l2 screw. Similar postsurgical changes in the lumbar spine including posterior fixation from l2 through l5. Per treating physician note, spect CT which show some uptake around right l2 screw, which could be some potential loosening. He is going to continue his physical therapy in the meantime. As per site related assessment, it is not likely that event is related to posterior fixation and is related to surgical construct and/or study procedure. As per sponsor assessment, event is causally related to posterior fixation and not related to the procedure, plf graft and interbody device. Additional surgery was performed on (B)(6) 2023 for right partial glossectomy and floor of mouth resection with primary closure. Additional surgery is not related to surgical construct or study procedure. There was no patient symptom reported. There were no further complications reported regarding the event.

Event description:
Additional procedure date: (B)(6) 2025 c2-5 posterior cervical fusion with c3/4 laminectomy additional procedure is not related to surgical construct and/or the study procedure.

Manufacturer narrative:
B5: event details updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.